Manufacturer narrative:
Per tandem¿s cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg) levels ranging up to 519 mg/dl. Reportedly, the customer uses humalog insulin for more than 2 days. Tandem technical support educated customer regarding labeling guidelines; customer acknowledged. Bg was addressed via a correction bolus. The customer was instructed to consult with their healthcare provider regarding bg level.